Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and tethered posterior leaflet for mitraclip procedure. During the procedure, while preforming the second established final arm angle (efaa) testing, the clip was gradually opened to about 30 degrees. However, it did not continue to open. The clip was implanted successfully and the procedure was completed. It was reported that there were no issues with clip during the preparation and first efaa. All steps were performed as per IFU. Troubleshooting was performed. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.